Event description:
Rptr has had minor trouble since implanted in 1985 skin problems, headaches, chemical and food allergies. She developed carpal tunnel syndrome and torticollis. In 4/94 all joints were so painfuland hurts to move, she developed rash on legs and arms, fever, headache, swollen hands and feet, and bottoms of feet hurt. Tests ran but they said all negative. Feeling somewhat better. Mammogram showed aneurysmal ballooning of one implant.